Event description:
It was reported that during a da vinci si umbilical hernia repair procedure, the surgical staff indicated that upon removal of the permanent cautery hook instrument from the trocar, a burn was observed on the port site. The surgical procedure was completed and no adverse outcome was reported.

Manufacturer narrative:
The root cause of the reported port site burn cannot be determined. The permanent cautery hook instrument involved with this complaint was returned to intuitive surgical inc. (Isi) and evaluated by failure analysis. Upon microscopic inspection, failure analysis noted that a small piece of the yaw pulley beneath the ceramic sleeve was found to be melted or removed. The area was no longer smooth and slight char marks were observed at the area. Intuitive surgical inc. (Isi) has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: the surgical staff claimed that the patient sustained a burn at the port site during a da vinci si surgical procedure. However, at this time, it is unknown how the injury occurred.